Manufacturer narrative:
Historically for complaints of this nature, the returned perforators have been visually inspected as received, disassembled and cleaned, and then visually and dimensionally inspected. No discrepancies have been found. The perforators have been reassembled and were functionally tested for cutting and drilling. They've been found to meet specification requirements. The reported condition could not be duplicated. Reviews of the device history records have found no discrepancies. The complaints have not been confirmed. A follow up report will be filed if the investigation of this device reveals a result different from that, which is stated above or if any further information.

Event description:
Affiliate reported that the perforator didn't disengage during the occipital craniotomy. It was also explained, that the release function of the perforator failed. The disengagement function was tested before the craniotomy.